Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the neuron max 6f 088 long sheath (neuron max) became fractured at the hub as the hospital staff was pulling it out of the packaging. The neuron max broke prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron max.